Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 735 mg/dl. The customer was using insulin pump within 48 hours of event. Customer experienced symptoms of high blood glucose level such as vomiting. The insulin pump will not be returned for analysis.